Event description:
It was reported that telemetry could not be established with the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing confirmed the reported no telemetry condition. The condition cleared after a por (power on reset) occurred during analysis and was never observed again. Multiple attempts to duplicate the condition were unsuccessful. Because the condition disappeared during analysis, the cause of the no telemetry condition could not be determined.